Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d364trg ICD implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) with suspected premature battery depletion. It was also noted there was an "unusual" left ventricular (lv) lead that exhibited slightly low impedance and was programmed lv ring to rv coil as any other configuration leads to high threshold or a phrenic nerve stimulation (pns). The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. Lv pacing impedance ranging from a low of 190 ohms to a high of 247 ohms throughout the record dating back to (B)(6) 2013.